Event description:
I had a hernia repair procedure done by a surgeon, dr. (B)(6) in 2008, where I was implanted with a mesh. This is an outpatient procedure. Since the procedure I have experienced pain, feelings that something is pushing down my vagina, burning sensation, swelling and discomfort. I returned to the dr. (B)(6) shortly after the procedure but was advised to give it time for the mesh to melt. I returned a couple of times after the first visit but was given the same answer. I am still living in pain because of this product. Manufacturer unk.